Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bivalirudin infusion of 250 mg in 50 ml was to infuse at 1.75 mg/kg/hr. After a bolus of 0.75 mg/kg instead infused the total volume of 50 ml in 17 minutes. There was no leaking or patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Physical inspection noted the device to be in good condition however the device was noted to have a 3rd party door cover installed. Review of the pcu and pump module logs showed that the device continued to be used by the customer after the reported event date and the logs were over written. The earliest date in the pcu event logs was (B)(6) 2016. The earliest date in the pump module event logs was (B)(6) 2016. Rate accuracy verification was performed on the device and there were no periods of unregulated flow observed. The root cause of the over infusion was not identified. No administration set was returned for investigation.